Event description:
It was reported that the pt had acute pain, loss of therapeutic effect and could feel wires on her spine she never felt before. The pt thought the leads had migrated. These symptoms started a couple of weeks after lifting a heavy object and increased exercise intensity. The pt is at home and in fair condition. She has been redirected to her healthcare professional. Further info is being requested from her hcp.